Manufacturer narrative:
Concomitant products: 6921m-50 lead, implanted: (B)(6) 2001.

Event description:
It was reported that the patient went to the ER (emergency room) as they had received seventeen inappropriate shocks. It was noted that for the right ventricular (rv) lead the lead integrity alert was trigger, there was a high number of sic (sensing integrity counter), noise, and bipolar impedance was erratic. A possible lead fracture was suspected. The lead was reprogrammed tip to coil for sensing and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.